Manufacturer narrative:
A revision procedure was subsequently performed. This lead was interfaced to a replacement device and the connection was secured by the physician. However, the pacing impedance measurements were greater than 3000 ohms. This lead was removed from service and returned for testing. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited out-of-range detected amplitude, out-of-range pace impedance measurements, loss of capture, and pacing inhibition due to a fracture. The patient's ejection fraction had decreased as a result of prolonged loss of biventricular pacing. The physician plans to replace the lv lead. At the time of this report, the lv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted insulation damage approximately lcm from the is-1 end which appears to be where the suture was located. An x-ray confirmed both conductors were fractured at this location and resistance testing verified the lead was electrically discontinuous. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the left ventricular (lv) lead was suspected to have fractured based on alternating high and low out-of-range pace impedance measurements. This product remains in service. No adverse patient effects were reported.